Event description:
Information received indicates the head section drifted down while the patient was in the bed. The bed is in heart surgery recovery.

Manufacturer narrative:
Hill-rom technical support instructed the facility to replace the bed's head drive. Repairs have not been completed.